Event description:
On 7/12/91 an ipp device was implanted. On 6/23/94 the pump was revised.on 11/01/94 the cylinders were revised.on 2/27/97 the ipp device was removed from the patient and a malleable device implanted due to patient dissatisfaction.additional lot/ser# am565 004.